Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14mm amplatzer vascular plug 2 was selected for implant using an unknown sized abbott delivery system. During implant, the plug was deployed, however the plug deformed with a cobra shape. There was no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The plug was never released from the delivery cable and removed from the patient. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. An unknown size delivery system was used which may have contibuted to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.